Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported impact to the customer¿s blood glucose level. A root cause could not be determined. The sensor was replaced to resolve the issue and a replacement sensor and transmitter was sent to the customer.